Event description:
It was reported that the right ventricular (rv) lead was t-wave oversensing (twos). The lead programming was changed and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076, implantable pacing lead, (B)(6) 2013; d314trm, bi-ventricular implantable cardioverter defibrillator, (B)(6) 2013; 305c227, tissue valve, (B)(6) 2013. (B)(4).